Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test and the displacement test. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for two (2) days while connected to the test sensor and plug. No unexpected calibration not find senor, lost sensor alarms accepted alarms, or additional sensor related errors or alarms occurred during testing. No unexpected lost power, blank display, or shutting off noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.